Event description:
The complainant reported an under-delivery for a companion clearstar pump, sligo list #m771, used with a male infant with a medical history of cerebral palsy. There is no medical history of any condition with a potential for hypoglycemia. It was reported that 220 ml of formula were hung, with the expected delivery of 200 ml in 4 hours. However, the feeding took 8 hours to deliver, which would be a 50% under-delivery. It was also reported that the intended rate was 70 ml/hour, however, the actual rate was approximately 40 ml/hour, which would be a 43% under-delivery, and that over a period of a few days the pump did not alarm dose fed. It was reported that there was no adverse event associated with the complaint and that the caregiver identified the under-delivery and intervened accordingly so that the patient was able to receive the appropriate amount of feeding. An under-delivery of 43% - 50% is considered medically significant.